Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the revision of left knee due to instability. Tc3/mbt in situ, tc3 removed and s-rom hinge implanted. Tc3 poly was worn and poly spine fractured. Size 5 left tc3 femoral component. No allegations against the tibial tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "revision of left knee due to instability. Tc3/mbt in situ, tc3 removed and s-rom hinge implanted tc3 poly was worn and poly spine fractured, size 5 left tc3 femoral component - product and lot number covered by cement so unable to be entered." The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the superior portion of the tc3 rp tibial insert s5,17.5 exhibits a fracture, resulting in exposure of the metal pin. Additionally, one of the condyles shows signs of wear. With the information provided, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product code 962364 lot number 215708, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the tc3 rp tibial insert s5,17.5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 962364 lot number 215708, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 962364 lot number 215708, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d10 concomitant.